Event description:
It was reported that during use on a patient in the cardiac cath lab, a staff member could not get the keypad of the cardiosave intra-aortic balloon pump (iabp) unlocked. They tried powering down the iabp and restarting it, but could not get the iabp to respond to any button pressed. The customer stated that the unit was having a touchscreen issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Corrected fields: event and initial reporter name and address. The full event site name is (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to confirmed the issue and verified error 63 in the logs. To fix the issue, the fse replaced the video generator board and confirmed that the issue had been resolved. Customer also requested to have a preventive maintenance (pm) completed on the iabp. The fse then performed pm, all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available. The full event site name is (B)(6).

Event description:
It was reported that during use in a patient, in the cardiac cath lab, a staff member could not get the keypad of the cardiosave intra-aortic balloon pump (iabp) unlocked. They tried powering down the iabp and restarting it, but could not get the iabp to respond to any button pressed. No patient harm, serious injury or adverse event was reported.